Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the (B)(6) guideline. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of (B)(6). Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020]: enterococcus faecium (300cfu/100ml), enterococcus faecalis (200cfu/100ml). [Second time; (B)(6) 2020]: gram-negative environmental bacteria (700cfu/100ml), enterococcus faecium (40cfu/100ml). [Third time; (B)(6) 2020]: enterococcus faecium (20cfu/100ml), corynebacterium species (70cfu/100ml), staphylococcus species (2cfu/100ml), bacillus species (1cfu/100ml). [Fourth time; (B)(6) 2020]: staphylococcus species (75cfu/100ml), corynebacterium species (25cfu/100ml). [Fifth time; (B)(6) 2021]: micrococcus species (11cfu/100ml), bacillus species (1cfu/100ml), enterococcus faecium (3cfu/100ml). [Sixth time; (B)(6) 2021]: environmental bacteria (15cfu/100ml). [Seventh time; (B)(6) 2021]: environmental bacteria (12cfu/100ml), enterococcus faecium (1cfu/100ml). [Eight time; (B)(6) 2021]: environmental bacteria (100cfu/100ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd double, using peracetic acid. There was no report of infection associated with this report.